Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device remained implanted in patient, a cause of undeterminable was assigned to the as reported issue of coil protrusion. The subject device remains implanted.

Event description:
It was reported that, post successful coil embolization procedure, the physician noted that one loop of the last detached coil(subject device) was protruding to the mother vessel. The physician tried to insert a stent to support the protruding coil; however, resistance was encountered when advancing the stent through the microcatheter. Both catheter and stent were retracted from the patient¿s anatomy and since the subject coil was only protruding with one loop of the coil, the procedure was completed without any additional treatment. There were no clinical consequences to the patient reported due to this event.